Manufacturer narrative:
A ge service representative performed an onsite investigation. The kilovolt input and output, and battery dosages were measured, and a resolution test performed. The video control printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a precharge error message, produced degraded grainy images and would not obtain adequate kilovolts. No patient injury was reported.